Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's permanent procedure, the physician had difficulty placing the scs lead as he attempted to advance the lead several times and ultimately had to enlarge the laminectomy. It was also reported once the lead was placed, intra-operative testing showed both high and invalid impedance values for the scs lead. Subsequently, the lead was replaced with a new lead which resolved the issue. The product will not be returning.